Event description:
It was reported that syringe 3ml ll 200 s/c had scale marking issues. The following information was provided by the initial reporter: material no.: 309657, batch no. 0010103, it is reported that numbers on syringe looked off. Caller reported that the printing of the numbers was off and it looked like a chunk of plastic had melted so there was an indent on the side of the syringe. Number of occurrences - 1. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.

Manufacturer narrative:
H.6. Investigation: four photos and one 3ml syringe with and opened blister pack from batch 0010103 (p/n 309657) were received and evaluated. It was observed there was a damage present at the top and bottom of the barrel including a significant indentation near the bottom and a bent flange. The scale was also skewed, incomplete and shifted downwards, which was rejectable per product specification. Potential root cause for the damage and skewed scale defects are associated with the marking process. It was likely due to a jam during printing. DHR was performed. All visual inspections were performed as per requirement with print defects found during production. Batch 0010103 was requalified and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll 200 s/c had scale marking issues. The following information was provided by the initial reporter: material no.: 309657, batch no. 0010103. It is reported that numbers on syringe looked off. ¿ caller reported that the printing of the numbers was off and it looked like a chunk of plastic had melted so there was an indent on the side of the syringe. ¿ number of occurrences - 1 ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no ¿ did issue cause any injury? - no ¿ did customer require medical intervention? - no ¿ is product manufactured by bd? - yes, sample is available for investigation. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further follow up is required.